Event description:
The customer reports that the handpiece did not work. No patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount and a broken 4-40 stud. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. (510(k)#k002906)